Manufacturer narrative:
Concomitant medical products: 305c227 tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The ipg remains in use. No patient complications have been reported as a result of this event. (B)(6) 2021: it was further reported that a sensing issue on the right atrial (ra) lead could not be ruled out due to invalid cardiac compass data. The ra lead remains in use. No patient complications have been reported as a result of this event.